Event description:
An error code 5 was recieved during pre-op testing. When replacing the instrument a vertical crack along the threaded grooves where the instrument attaches to the hand piece was noticed. The handpiece was replaced and the case completed with no patient consequence.